Manufacturer narrative:
Continuation of concomitant: dvab1d1 ICD implanted: (B)(6) 2017; 6707-15 x2 lead adaptor implanted: (B)(6) 2017; 5866-24m lead implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had a low lead impedance alert. The lead impedance had chronically been on the low side. The alert was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.